Manufacturer narrative:
The mfg facility has initiated a corrective and preventive action associated with the confirmed failure.

Event description:
During the evaluation of the unit on 6/21/07 the reported complaint of no audio was confirmed. The failure was isolated to the main pcb. This is not associated with recall. There was no pt harm reported.